Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 349 mg/dl following an infusion site change. The device issued a high glucose alert, and the user subsequently performed another site change and a full supply change using a contact detach 23-inch infusion set, after which insulin delivery resumed. Symptoms included shaking. Outcomes included correction of the elevated glucose after replacing the infusion set and continuation of therapy without medical intervention or hospitalization. Non-medical assistance was provided out of kindness. The investigation included user interviews and assessment of the removed infusion set and infusion site. The investigation revealed no visible abnormalities with the removed infusion set or site, no allegations against the device or supplies, and no device malfunction was identified, leaving the cause of the hyperglycemia unclear. Based on previously established findings for similar reports, it was concluded that the cause was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.